Event description:
Customer reported hemostat applied on partial amputation to stop bleeding and facilitate new tissue growth in 2005. The onset of the blister was later in 2005. Pt was started on prednisone without response. Pt saw specialist in 5/2005 who opined that reaction is an allergic reaction to the hemostat. The pt's condition is resolving.